Manufacturer narrative:
(B)(4).

Event description:
Covidien received information stating that during patient use, a "device alert" alarm occurred. The ventilator stopped ventilating. A "system error" and "exception device alert" alarms were recorded in the event history log. The patient received chest compressions and was then manually ventilated before being transferred to another ventilator. There were no negative patient consequences reported.